Event description:
The customer took a blood glucose test and received a reading of 52 mg/dl. The customer retested within a couple of minutes and received a reading of 202 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not medicate or allege any adverse events due to the readings. The customer did not have any strips left that gave her the above results, so no product will be returned for evaluation.